Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 07/05/2016 to report a transmitter failed error that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 07/21/2016. The reported event of transmitter failed error was not confirmed. A root cause could not be determined. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A pairing test was performed and the test passed. The reported event of transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.